Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot over the phone. The customer evaluated the au480 clinical chemistry analyzer. The customer performed calibration, quality control, repeated patient sample and obtaining correct results. The customer was unable to reproduce false low results after recalibration. The failure mode could not be confirmed based on the available information provided. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for magnesium (mg) on their au480 clinical chemistry analyzer. The low patient results were reported out of the laboratory, and later amended. As a result, one (1) patient was treated with intravenous (IV) magnesium fluids. The customer confirmed that the patient was not harmed, and no additional information was provided. There was no report of death associated with this event.